Event description:
Information received by medtronic indicated that the customer reported the insulin pump was damaged on the back of the pump on the battery compartment. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and the pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: broken left belt clip rail, scratched case. The pump was received without a battery cap. After battery installation, a blank display was noted. The case was cut open. The pcba1 j7 aa battery connector popped out of its socket. The pcba1 j7 aa battery connector was plugged back into its socket while leaving the motor end cap intact. The pump was able to boot up normally. The software version was then able to be obtained. While performing the displacement test, the pump returned a pump error 38 during motor rewind. Unable to perform the displacement test due to the recurring pump error 38. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. The motor gearbox, however, was jammed in summary, the customer¿s report of a crack at the back of the pump was confirmed during visual inspection. The blank display is due to the unplugged aa battery connector, and the pump error 38 is due to a jammed gearbox. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.